Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. In addition, the retained test strips passed visual inspection and performance testing with control solution. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay-user/patient¿s mother contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio flex meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that on (B)(6) 2017 at 7:15 pm the patient tested his blood glucose in response to symptoms of ¿fruity breath, sweating, feeling hot and not feeling well¿ and obtained blood glucose readings of ¿8.4, 14.5, 8.7, 7.2, 9.1, 8.4 and 16.5 mmol/l¿ with the subject meter. The tests were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The reporter informed the csr that the patient was not taking any diabetes medications when the alleged issue occurred; the reporter claimed the patient was in the process of being diagnosed for diabetes. The reporter claimed the patient took a glass of water as self-treatment for the symptoms and an attempt was reportedly made to reach the doctor but with no success. The reporter denied the patient¿s blood glucose was tested on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips were in good condition. The csr documented that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.